Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle') and genital haemorrhage ('abnormal bleeding (general),') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), mood swings ("mood swings") and depression ("minor depression") and was found to have neoplasm ("tumors"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (ablation on (B)(6) 2018. And salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, diverticulum, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, large intestine polyp, menorrhagia, mitral valve prolapse, mood altered, mood swings, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002, (B)(6) 2002. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.. Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received- new events mood swings, minor depression, polyps on colon, diverticulosis were added. The outcome of events ibs and moodiness were updated from unknown to recovering. Event onset date was added. Treatment drugs were added. Lab data was added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal"), mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain,") and neoplasm ("tumors"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved and the mood altered, vaginal discharge, weight increased, irritable bowel syndrome and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, menorrhagia, mitral valve prolapse, mood altered, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002 plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received, new reporter, lab data new event abdominal pain, tumors and outcome were added.same follow-up were process together incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle/ menorrhagia(heavy menstrual bleeding)/ excessive bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). In 2018, the patient experienced intermenstrual bleeding ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ left right side pain"), mood swings ("mood swings"), depression ("minor depression"), endometrial disorder ("endometrial disorder"), anxiety ("anxiety"), skin lesion ("skin lesion"), anaemia ("anemia"), nausea ("nausea"), constipation ("constipation") and abnormal uterine bleeding ("dysfunctional uterine bleeding"), was found to have neoplasm ("tumors") and underwent ovarian cystectomy ("ovarian cystectomy"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (salpingectomy (bilateral removal of fallopian tubes), and thermal novasure ablation on (B)(6) 2018, d and c, endometrial biopsy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased, neoplasm, intermenstrual bleeding, endometrial disorder, ovarian cystectomy, anxiety, skin lesion, anaemia, nausea, constipation and abnormal uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, anaemia, anxiety, constipation, depression, diverticulum, dysmenorrhoea, dyspareunia, endometrial disorder, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, irritable bowel syndrome, large intestine polyp, mitral valve prolapse, mood altered, mood swings, nausea, neoplasm, ovarian cystectomy, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2002, (B)(6) 008, 2003, (B)(6) 2002. Date(s) of removal: (B)(6) 2018 (as per pif-discrepancy noted ), (B)(6) 2018. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Insertion date mentioned in duplicate case is (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.; in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Laparoscopy - on (B)(6) 2018: the essure was pulled from the tube and was inspected and was intact. The procedure was repeated on the left side with the left essure removed. The essure was pulled free and was inspected and was entirely gone.. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Concerning the injuries reported in this case, the following were described in patient¿s medical records: metrorrhagia. Lot number: 627739 manufacturing date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. No new significant information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle/ menorrhagia(heavy menstrual bleeding)') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6)2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), mood swings ("mood swings") and depression ("minor depression") and was found to have neoplasm ("tumors"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (ablation on (B)(6)2018. And salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, diverticulum, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, large intestine polyp, menorrhagia, mitral valve prolapse, mood altered, mood swings, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002, (B)(6)2002. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Insertion date mentioned in duplicate case is (B)(6)2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.. Imaging procedure - on (B)(6)2002: results of confirm. Test bilateral occlusion. Pathology test - on (B)(6)2018: endometrial curettings: proliferative endometrium with focal stromal breakdown. Fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is processed as retention case of the identified duplicate case (B)(4). The duplicate case (B)(4) was marked for deletion. All the information and source document from deletion case was transferred to this case. Information transferred- lawyers , reference section. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle/ menorrhagia(heavy menstrual bleeding)') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). In 2018, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), mood swings ("mood swings") and depression ("minor depression") and was found to have neoplasm ("tumors"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (ablation on (B)(6) 2018. And salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased, neoplasm and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, diverticulum, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, large intestine polyp, menorrhagia, metrorrhagia, mitral valve prolapse, mood altered, mood swings, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002, (B)(6) 2002, (B)(6) 2008. 2003. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Insertion date mentioned in duplicate case is (B)(6) 2003 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.; in (B)(6) 2009: . Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Laparoscopy - on (B)(6) 2018: the essure was pulled from the tube and was inspected and was intact. The procedure was repeated on the left side with the left essure removed. The essure was pulled free and was inspected and was entirely gone.. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: laparoscopy details were provided. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle/ menorrhagia(heavy menstrual bleeding)/ excessive bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). In 2018, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ left right side pain"), mood swings ("mood swings"), depression ("minor depression"), endometrial disorder ("endometrial disorder"), anxiety ("anxiety"), skin lesion ("skin lesion"), anaemia ("anemia"), nausea ("nausea"), constipation ("constipation") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), was found to have neoplasm ("tumors") and underwent ovarian cystectomy ("ovarian cystectomy"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (salpingectomy (bilateral removal of fallopian tubes), and thermal novasure ablation on (B)(6) 2018, d and c, endometrial biopsy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased, neoplasm, metrorrhagia, endometrial disorder, ovarian cystectomy, anxiety, skin lesion, anaemia, nausea, constipation and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, constipation, depression, diverticulum, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometrial disorder, genital haemorrhage, irritable bowel syndrome, large intestine polyp, menorrhagia, metrorrhagia, mitral valve prolapse, mood altered, mood swings, nausea, neoplasm, ovarian cystectomy, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002, (B)(6) 2002, (B)(6) 2008, 2003, (B)(6) 2002. Date(s) of removal: (B)(6) 2018 (as per pif-discrepancy noted ), (B)(6) 2018. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Insertion date mentioned in duplicate case is (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.; in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Laparoscopy - on (B)(6) 2018: the essure was pulled from the tube and was inspected and was intact. The procedure was repeated on the left side with the left essure removed. The essure was pulled free and was inspected and was entirely gone.. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Concerning the injuries reported in this case, the following were described in patient¿s medical records: metrorrhagia. Lot number: 627739 manufacturing date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle/ menorrhagia(heavy menstrual bleeding)/ excessive bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). In 2018, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ left right side pain"), mood swings ("mood swings"), depression ("minor depression"), endometrial disorder ("endometrial disorder"), anxiety ("anxiety"), skin lesion ("skin lesion"), anaemia ("anemia"), nausea ("nausea"), constipation ("constipation") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), was found to have neoplasm ("tumors") and underwent ovarian cystectomy ("ovarian cystectomy"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (salpingectomy (bilateral removal of fallopian tubes), and thermal novasure ablation on (B)(6) 2018, d and c, endometrial biopsy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased, neoplasm, metrorrhagia, endometrial disorder, ovarian cystectomy, anxiety, skin lesion, anaemia, nausea, constipation and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, constipation, depression, diverticulum, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometrial disorder, genital haemorrhage, irritable bowel syndrome, large intestine polyp, menorrhagia, metrorrhagia, mitral valve prolapse, mood altered, mood swings, nausea, neoplasm, ovarian cystectomy, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002, (B)(6) 2002, (B)(6) 2008, 2003, (B)(6) 2002. Date(s) of removal: (B)(6) 2018 (as per pif-discrepancy noted ), (B)(6) 2018.. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Insertion date mentioned in duplicate case is (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.; in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Laparoscopy - on (B)(6) 2018: the essure was pulled from the tube and was inspected and was intact. The procedure was repeated on the left side with the left essure removed. The essure was pulled free and was inspected and was entirely gone.. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Concerning the injuries reported in this case, the following were described in patient¿s medical records: metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Event dysfunctional uterine bleeding and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle') and genital haemorrhage ('abnormal bleeding (general),') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), mood swings ("mood swings") and depression ("minor depression") and was found to have neoplasm ("tumors"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (ablation on (B)(6) 2018. And salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, diverticulum, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, large intestine polyp, menorrhagia, mitral valve prolapse, mood altered, mood swings, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002, (B)(6) 2002. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.. Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle/ menorrhagia(heavy menstrual bleeding)') in a 33-year-old female patient who had essure (ess205) (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,gi conditions,"), large intestine polyp ("polyps on colon") and diverticulum ("diverticulosis"). In 2007, the patient experienced mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 16 years 11 months after insertion of essure (ess205). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("lower abdominal pain/pain lower abdominal area where ovaries would be"). In 2018, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood altered ("hormonal changes describe: moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ left right side pain"), mood swings ("mood swings"), depression ("minor depression"), endometrial disorder ("endometrial disorder"), anxiety ("anxiety"), skin lesion ("skin lesion"), anaemia ("anemia"), nausea ("nausea") and constipation ("constipation"), was found to have neoplasm ("tumors") and underwent ovarian cystectomy ("ovarian cystectomy"). The patient was treated with alprazolam (xanax), bupropion, metoprolol and surgery (ablation on (B)(6) 2018. And salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved, the mood altered, irritable bowel syndrome, mood swings, depression, large intestine polyp and diverticulum was resolving and the vaginal discharge, weight increased, neoplasm, metrorrhagia, endometrial disorder, ovarian cystectomy, anxiety, skin lesion, anaemia, nausea and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, constipation, depression, diverticulum, dysmenorrhoea, dyspareunia, endometrial disorder, genital haemorrhage, irritable bowel syndrome, large intestine polyp, menorrhagia, metrorrhagia, mitral valve prolapse, mood altered, mood swings, nausea, neoplasm, ovarian cystectomy, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- 2002, (B)(6) 2002, (B)(6) 2008. 2003. Plaintiff received treatment for pain and bleeding. Discrepancy noted: (ess305) as per pfs. Insertion date mentioned in duplicate case is (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in 2003: successful procedure. Procedure was a success after essure was in place.; in (B)(6) 2009: . Imaging procedure - on (B)(6) 2002: results of confirm. Test bilateral occlusion. Laparoscopy - on (B)(6) 2018: the essure was pulled from the tube and was inspected and was intact. The procedure was repeated on the left side with the left essure removed. The essure was pulled free and was inspected and was entirely gone.. Pathology test - on (B)(6) 2018: endometrial curettings: proliferative endometrium with focal stromal breakdown fallopian tube segments, bilateral: no pathologic diagnosis gross description: as bilateral tube and essure coil. The tissue are double silver metallic coiled essure tissue. Concerning the injuries reported in this case, the following were described in patient¿s medical records: metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) (deletion case) is a duplicate of case (B)(4) (retention case). All information including reference numbers, source documents, reporters were transferred from deletion case to retention case. The events endometrial cancer, ovarian cystectomy, anxiety, skin lesion, anemia, nausea, constipation were added from deletion case to this current case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. *hysterosalpingogram was performed. Result - unknown. Concurrent conditions included dysfunctional uterine bleeding, anxiety, arrhythmia and depression. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moodiness"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), mitral valve prolapse ("blood or heart disorder/condition type: mitral valve prolapse,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain/loss specify which one: weight gain,"). The patient was treated with surgery (ablation, and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, mood altered, genital haemorrhage, vaginal haemorrhage, mitral valve prolapse, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, irritable bowel syndrome, menorrhagia, mitral valve prolapse, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: *discrepancy noted in insertion date- 2002. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Most recent follow-up information incorporated above includes: on 3-may-2019: new pfs + mr received- new events added: ablation, hormonal changes describe: moodiness, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: mitral valve prolapse, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss specify which one: weight gain,gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication (s) please describe: severe bleeding during menstrual cycle, lower abdominal pain were added. New reporters were added. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.